Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. The implantable defibrillator had reached elective replacement. Premature battery depletion was observed as a transmission on (B)(6) 2017 indicated 4 years until elective replacement. The device was explanted and replaced on (B)(6) 2017. The patient was good post procedure.